Manufacturer narrative:
(B)(4). Date sent: 3/25/2016. Batch # = m9382t. The analysis results found that the b15lt device was returned in good visual condition and out of its sterile package. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the obturator did not go through the universal seal cap as intended. The universal seal cap was measured and it belongs to a 12mm device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, the obturator and cannula were opened out of the sterile packaging together and are both labeled as 15mm; however, the obturator does not fit in the cannula. Case completed with another device of the same product code. There were no patient consequences reported.